Event description:
Related to MFR report # 2183959-2011-00733. On (B)(6) 2005, an apogee mesh graft was implanted. It was reported the pt presented with pain, vaginal discharge, and an extrusion on the posterior vaginal wall that was noted on inspection. On (B)(6) 2008, the attending surgeon removed as much mesh as possible leaving only a small area that was incorporated into dense scar tissue.

Manufacturer narrative:
Should additional info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.